Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
Advocate stated her son's earlier blood glucose readings were no longer in the memory of the contour next one. No adverse event alleged. The advocate was asked to return the meter for evaluation. A replacement meter was sent to the customer.